Manufacturer narrative:
G4: 21apr2020 b4: (B)(6)2020. Per technical support the unit was in use on patient, but there's no patient harm reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28apr2020.

Event description:
The customer reported that the built-in battery is faulty. The customer contacted product support and requested for service repair. It is unknown if the unit was in use on a patient.

Manufacturer narrative:
G4: 06jul2020 b4: (B)(6)2020 per technical support the customer didn't buy part to repair the unit. The customer also did not accept the quote for repair. The unit is not under warranty and the customer did not response and the case was closed out by technical support due to lock of response from customer. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.